Manufacturer narrative:
Date sent to the FDA: 12/14/2020. Additional information: additional information was requested, and the following was obtained: date and name of the index surgical procedure----debridement and suture of right foot trauma. The diagnosis and indication for the index surgical procedure?----swelling, pain and bleeding of right foot due to fall. The following information was requested, but unavailable: the patient demographic info: weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Did the patient undergo a second surgical procedure when ¿discontinuous removal of suture was given? After patient¿s condition changed to better, was ¿all the suture removed¿ part of normal post-operative care? Other relevant patient history/concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure. Date and name of the index surgical procedure. The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Did the patient undergo a second surgical procedure when ¿discontinuous removal of suture was given¿? After patient¿s condition changed to better, was ¿all the suture removed¿ part of normal post-operative care? Other relevant patient history/concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to this event. What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent trauma surgery on an unknown date and suture was used. Three days after the procedure, the patient experienced erythema and inflammation. Anti-inflammatory drugs were given. Three days later, discontinuous removal of the suture was given. The next day, it was found that the patient's condition changed better. Then all the suture was removed. Additional information has been requested.